Event description:
The device was used during an unspecified procedure on the varicose vein. Reportedly, the clips jammed in the jaw. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Corrected data entered in d9. Corrected device evaluation indication and codes entered in h3 and h6.